Event description:
The customer reported that, during the procedure, the wire came out of the guide catheter with a damaged distal tip coil. No patient injury or adverse events reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was review and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The device has been returned and has been decontaminated. The device is currently being investigated. A supplemental report will be submitted as soon as the investigation has been completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.